Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Additional devices involved in event: d4: controller / (B)(4) / model #1403us / UDI: (B)(4), h4: mfg. Date: 2016-09-30 h5: labeled for single use: no h6: patient code: (B)(4). Device code: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was exiting the vehicle and the white protective cover on the driveline connector became stuck in the door and the driveline was disconnected from the controller. The patient stated that there was a significant force on the connector during this event. The patient heard the high priority ventricular assist device (vad) disconnect alarm and immediately attempted to reconnect the driveline to the controller. The patient was not able to secure the connection and an "electrical fault" alarm sounded. The pump did not restart and the patient was very symptomatic. Emergency medical services were called. The patient went unconscious and when regained consciousness, the emergency medical technicians were on site and the driveline was successfully connected to the controller. Log files were sent and confirmed two vad disconnect alarms on april 29, 2017 with an electrical fault alarm and a vad stop. There was no damage observed on the driveline connector or driveline sheath. The driveline protective sleeve was positioned correctly on the driveline. The patient was re-educated. No further alarms have occurred. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. Review of the pump manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) electrical fault alarm and multiple vad stopped/disconnect alarms on 29/apr/2017. A vad stopped alarm was logged at 10:03:25 due to open phases in both stators. At 10:03:30; an electrical fault alarm was logged due to the rear stator not being connected. At 10:06:09, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts, followed by a second vad stopped alarm at 10:11:54. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to the physical driveline disconnection caused by the reported driveline cover getting stuck in a vehicle door. The most likely root cause of the observed vad stopped alarm can be attributed to failure of the pump to restart after several attempts. There is an internal investigation for failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Heartware ventricular assist system ¿ controller 1.0 controller / con104993 / model #1403us / expiration date: 2017-09-30. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual warns users that disconnecting the driveline from the controller will cause the pump to stop. Users are instructed to reconnect the driveline as soon as possible to restart the pump. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was exiting his vehicle and the white protective cover on the driveline connector became stuck in the door and the driveline was disconnected from the controller. The patient stated that there was a significant force on the connector during this event. The patient heard the high priority ventricular assist device (vad) disconnect alarm and immediately attempted to reconnect the driveline to the controller. The patient was not able to secure the connection and an "electrical fault" alarm occurred. The pump did not restart and the patient was very symptomatic. Emergency medical services was called. The patient went unconscious and when he regained consciousness the emergency medical technicians were on site and the driveline was successfully connected to the controller. Log files were sent and confirmed 2 vad disconnect alarms on (B)(6) 2017 at 1003 and 1011 with an electrical fault alarm at 1003 and a vad stop at 1006. No damage was observed on the driveline connector or driveline sheath. The driveline protective sleeve was positioned correctly on the driveline. The patient was re-educated by the vad coordinator. No further alarms have occurred.  The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 2 vad disconnect alarms logged on (B)(6) 2017 at 10:03:25 and 10:11:54. 1 vad stopped alarm was logged on (B)(4) on (B)(6) 2017 at 10:06:09. 1 electrical fault with a fault status 0x0802' indicating "sys_critical_phase_open' was logged on (B)(6) 2017 at 10:03:30. These alarms are indicative of a physical disconnection of the driveline from the controller which aligns with the reported event details. Parameters leading up to the event date were within normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect and electrical fault alarms may be attributed to the physical disconnection of the driveline from the controller as a result of the reported driveline cover getting stuck in a door. If information is provided in the future, a supplemental report will be issued.